Event description:
Reportedly, the customer did not have a form of back up insulin therapy. Tandem technical support made multiple attempts to follow up with the customer to ensure back up insulin therapy was obtained; however, all were unsuccessful.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. There was no impact to the customer's blood glucose. Reportedly, the customer was advised by tandem technical support to reach out to their healthcare provider and obtain back up insulin therapy.